Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient is suffering from nose irritation, dizziness with headache. Patient is also experiencing nausea, vomiting, asthma (new or worsening), and lung disease. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. Due to potential litigation surrounding this case, no follow up can be performed at this time and also no further investigation can be performed. If any additional information is received a follow up report will be filed.